Event description:
Boston scientific crm received information that this right ventricular lead was not sensing appropriately. It was noted that impedance measurements had decreased and threshold measurements had increased. As a result, the sensitivity and output were increased to ensure appropriate sensing and capture. There were no adverse patient effects noted as the patient was not pacemaker dependent.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.